Event description:
Patient reported right side ¿constant pain¿, ¿tenderness¿, ¿hardness¿, ¿rashes¿, and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side ¿constant pain¿, ¿tenderness¿, ¿hardness¿, ¿rashes¿, and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Clarification to d.6(b): explant date is captured as future date and explant surgery has not been confirmed at this time. Once explant surgery is confirmed an additional medwatch will be sent.

Event description:
Patient further reported, via a histology report. ¿chronic inflammation¿.

Event description:
Device has been explanted.